Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and corroded battery tube. No button error alarms noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that the numbers were scrolling, and she put the device away, but she received another button error alarm. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.